Event description:
The following was reported to gore: sometime in 2016 (date unknown), patient underwent an endovascular procedure utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3). Patient reportedly had a 5.5-6cm abdominal aortic aneurysm (aaa) with a 5cm neck and bilateral iliacs of greater than 6cm when treated. Since then the patient has had multiple procedures (dates unknown) including with a aptus and coils but the aaa kept growing to 11cm. On (B)(6) 2024, the patient underwent an explant procedure of the gore excluder c3 device, aptus screws and any other devices that were implanted (information not available) previously due to imminent rupture of the aneurysm sac. Per physician, the continuous growth of aneurysm sac was related to patient anatomy which most likely was due to type 2 endoleak from lumbar arteries filling it, however, physician was not able to determine that as the likely cause.

Manufacturer narrative:
C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture, endoleak, reoperation and surgical cut down (conversion). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.